Event description:
It was reported that an ilet user with inconsistent eating patterns performed sporadic meal announcements, including announcements for snacks, which led to mismatches between announced and consumed amounts and contributed to glycemic variability. This represented an improper or incorrect use procedure related to the user interface. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 401 mg/dl, with associated nausea, malaise, shaking or tremors, hot flashes or flushing, and muscle weakness. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, characterized as failure to follow instructions for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error that caused or contributed to the event.